Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on and charge a battery. The cause for the failure was isolated to defective power supply. The power supply had no output voltage. The root cause for the defective power supply was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that charger was unable to power on.